Event description:
A male pt with a history of previous mi, previous pci with cypher stent (target lesion, 2005), previous coronary bypass surgery (CABG, 1988), hypertension, hyperlipidemia, smoking, iodine allergy, insulin-dependant diabetes, and moderate to severe renal disease was admitted for coronary evaluation. He was currently taking aspirin, plavix, and ace inhibitors. The primary indication for the procedure was unstable angina, baseline lab and vital signs revealed systolic hypertension (171/57 mmhg). Angiography revealed a 90%, 15mm, de novo, irregular, eccentric, type-c lesion in the mid left anterior descending artery (lad) and a 50%, 33mm, irregular, eccentric type-c in-stent restenosis of a previously place cypher stent (2005). Reopro was administered. Clotting times were not measured. The mid-lad was predilated with a 2.0 x 9mm balloon inflated to 8 atms. A 2.5 x 18 mm cypher select plus stent was deployed to 12 atms with satisfactory results. The stent was post dilated with a 2.5 x 18 mm balloon inflated to 18 atms. Residual stenosis was 0%. The instent restenosis in the proximal lad was not predilated. A 2.75 x 33mm cypher select stent was positioned to cover the lesion and was deployed to 16 atms. There was a 2mm gap between the stents in the proximal and mid lad. The stent was post dilated with a 2.75 x 33mm balloon inflated to 18 atms. Residual stenosis was 0%.

Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. In-stent restenosis is a known potential outcome of coronary stenting and is multi-factorial in etiology. Subsequent stent blockage may require repeat dilation of the stented area. Well-known predictors associated with a higher rate of restenosis following stent implantation include pt factors such as sex, prior history of restenosis, diabetes, hyperlipidemia, hypertension, unstable angina, vasospastic angina, renal disease, and smoking; procedural factors such as device-to-artery ratio, presence of significant residual gradient, significant residual stenosis, and the extent of dissection; and angiographic factors such as the size of the reference vessel, severity of the stenosis, presence of calcium, eccentric lesions, saphenous vein graft location, ostial or proximal lesion location, and left anterior descending lesion location, as well as chronic total occlusion and long lesions. Based on the available info, it is not possible to determine a relationship between the reported events and the cypher device. This is one of three reports submitted for related events occurring the same pt. Please reference MFR report #s: 9616099-2008-00826, 9616099-2008-00835, and 9616099-2008-00836.